Manufacturer narrative:
Correction: MDR record number 2182208-2020-00189 was sent in error. The complaint was reported on this programmer but was later determined to be on programmer serial number (B)(4) and has been subsequently reported on MDR record number 2182208-2020-00296. The complaint on this programmer of "would not power up" does not meet the reportable malfunction criteria. A programmer that is unable to power up would not be used and would pose no potential patient risk. If information is provided in the future, a supplemental report will be issued.

Event description:
It was verified through instrument returns and paperwork that this programmer would not turn on. Though various power cords were tried the programmer would not power on. It was returned for service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's stylus was not responsive. Troubleshooting discussion included the replacement of the stylus, if issue persists device to be returned for service. There was no patient complications associated with this event